Manufacturer narrative:
A lesser trochanter fracture was reported after primary surgery. A polarstem stem std ti/ha 2 non-cem had been implanted, which intent use is in treatment. The product was not returned for investigation furthermore it is not known if the stem was explanted. The product history review reveal no deviations which could explaine the bone fracture. It will not be assumed that the product did not function as intended. Based on the documentation provided, although the x-ray supports the complaint, the root cause of the reported events could not be definitively concluded. However, an unrecognized intraoperative fracture, trauma postop, and/or thinning of the cortex cannot be ruled out as possible contributing factors to the reported events. The patient impact beyond the reported periprosthetic fracture, stem subsidence and revision could not be determined. No further medical assessment can be rendered at this time. In our current instruction for use for hip implants 12.23 ed. 05/16 bone fracture is a known and possible side effect of a total hip replacement (ter) and is covered in our specific risk file. At that time of investigation the root cause can not be determined and s+n will monitor this device for similar issues.

Event description:
It was reported that after primary surgery (thr), the patient had a lesser trochanter fracture which caused the implant to sink. Unknown cause of the fracture. The surgeon did not believe the fracture to be caused by the device. Backup from smith&nephew was available. All x-rays and medical records available have been attached. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.